Manufacturer narrative:
(B)(4). Physio-control replaced the programmed system controller pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and observed and intermittent lock up failure. The cause of the malfunction was determined to be the u61 ic chip.

Event description:
Physio-control evaluated the device and found that it locked up during a boot up. There was no patient use associated with the event.